Manufacturer narrative:
Alleged failure: there was a foreign substance in a package of the product. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the was dirty or the packers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foreign material inside the sterile packaging.